Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. (B)(4). The complaint device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported physical resistance in turning the actuator knob resulting in the difficult deployment could not be determined. It is possible that there were procedural interactions which resulted in increased forces on the system and the additional turns on the actuator knob may have contributed to the actuator knob detachment; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Device returned. Evaluation summary: the device was returned. The results of the returned device analysis identified a loose release crimper and broken actuator mandrel, which likely manifested as the reported difficult to deploy clip and actuator knob detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. An expanded review was conducted which identified that the reported difficulty in deployment was potentially caused by manufacturing. No action considered at this time as there is no indication that a larger population of devices is predisposed to this failure mode. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that difficulty was noted during deployment of the clip, requiring the use of forceps to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. Leaflet grasping was performed and deployment steps were started. The actuator knob was turned 8 times counter clockwise with some resistance noted, and the clip did not deploy. It was believed that 8 full rotations were not initially made; therefore, additional counter clockwise turns were performed, but the clip did not deploy, and the actuator knob detached. The knob could not be reattached so forceps were used to turn the mandrel, but the clip did not deploy. It was noted that while turning the mandrel with the forceps, it felt like the mandrel was turning, but if it was let go, the forceps would spin back clockwise. The crimping cam was removed and forceps were used again, but the clip still did not deploy. The guide was rocked back and forth, and the cds handle was slightly slid back and forth. After 10-15 minutes, some m-knob and plus-knob were removed, and the clip deployed. One clip was implanted, reducing the mr to 2. There was no clinically significant delay in the procedure, and the patient had a good outcome. No additional information was provided.